Event description:
The facility reported that an automix 3+3 compounder had malfunctioning red and green stations. The stations "sporadically pump fluid after order is pulled" from logix software but before the "tpn" order is compounded. This condition occurred multiple times over the course of five days during compounding in the pharmacy. This condition can lead to incorrect compounding or incorrect labeling of compounding material. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device is (B)(4) exempt from having a 510(k) number. Its additional 510(k) number is k955622. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter service center (bsc) received the device and performed a visual inspection and functional testing. The customer reported problem was not confirmed nor duplicated during evaluation. The root cause was not determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Additional information: a device history record review was performed finding no deviations, nonconformances, failures, or rework that occurred during manufacturing. There were not any release / testing specifications that were not met during first pass testing that could be associated with the reported condition.